Event description:
In 2008, the patient reported the vibration feature of her insulin infusion device is no longer working. To troubleshoot, the patient was instructed to reset the cartridge, so the device would to through the vibration test. The device did not vibrate. The pt stated the device has not been dropped or exposed to extreme temperatures or moisture. She stated she is in the military, and the device has been exposed to security wands at airports. The patient did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.